Manufacturer narrative:
The sheath of the flowguard introducer was returned and visually analyzed. The returned sheath was visually inspected and observed that the tube was detached from the handle. Further, visual inspection of the handle observed hole punch marks on the base of the handle, indicating the hole punches would have been visible below the handle. Device history records were reviewed and no anomalies were found. All evidence indicates the device met specification prior to leaving greatbatch medical. A review of manufacturing and inspection procedures was performed; after molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During the manufacturing sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging sheaths are 100% visually inspected for defects, including the presence of hole punches are visible below the handle. The root cause of the handle detach is either due to the tube not being properly positioned during molding, potentially related to an associate error in positioning tube or core pins too smooth causing tube "blow off" during molding cycle. This is the (B)(4) reported incident and the occurrence rate is (B)(4)% which is within the acceptable occurrence rate of (B)(4)% documented in the risk documentation. Though there was surgical intervention, no patient injuries reported as the result of the tube detaching from the handle. As a result, greatbatch medical has determined no corrective actions will be taken at this time. Greatbatch medical will continue to actively monitor information received from the field and will reassess if further events are received.

Event description:
It was reported that during the lead implant procedure, while advancing the lead through the introducer, it became difficult to maneuver and the dr. Split the introducer. When the introducer was split the valve came loose from the sheath. The sheath was just visible in the v. Cephalica and the dr. Was able to grab the introducer.

Manufacturer narrative:
The occurrence rate is within the acceptable occurrence rate per greatbatch medical risk documentation. Corrective and preventive actions are detailed in a CAPA e.g. Procedural improvements to the inspection process.